Event description:
It was reported that on (B)(6) 2024, a 8mm amplatzer vascular plug ii (avpii) lot: 8715833 was chosen for implantation to treat a perivalvular leak utilizing a non-abbott delivery system. The device was prepared without issue. When placing the device, contrast agent was flowing out so the device was removed from the patient. Outside of the patient a large hole was observed in the device on the edge of the middle lobe of nitinol mesh. A replacement 8mm avpii was used to complete the procedure with the same delivery system. There were no patient consequences or clinically significant delay. The patient remained hemodynamically stable throughout the procedure.

Manufacturer narrative:
¿ Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of hole was observed on the middle lobe of nitinol mesh and off-label use were reported. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The plug revealed one small hole in the side of the device waist. The hole is considered a normal and acceptable characteristic of the device. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the available information, a cause for the reported event could not be determined. However, a reported off-label use related to the user used amplatzer vascular plug ii for perivalvular leak. There is no indication of a product issue with respect to manufacture, design or labeling. Per the instructions for use, amplatzer vascular plug ii, stated "intended use: the amplatzer¿ vascular plug ii is indicated for arterial and venous embolization's in the peripheral vasculature."